Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Her blood glucose level was 460 mg/dl. The customer treated her blood glucose level with a bolus using the insulin pump. Disconnecting and reconnecting the infusion set and the reservoir and manually pushing with the plunger resolved the issue. The device was not returned.